Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reloaded the cartridge to address the issue. Additionally, it was reported that resistance was experienced during the fill process. Customer¿s blood glucose level was 200 mg/dl. The issue was resolved by performing a cartridge change.